Event description:
It was reported that the pt experienced a loss of therapeutic effect. All 4 electrodes on the left side were broken and the lead punctured her lamina. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).